Event description:
It was reported that the customer passed away in a hospital. The cause of death was kidney failure. The caller stated that the customer had stage five kidney disease and refused dialysis. The caller stated that the customer had cardiac history. The customer was admitted to hospice on (B)(6) 2015, but had been sick for a long time. The customer had neuropathy, lower extremity swelling. The morning prior to this report, the customer's blood glucose had dropped to 60 mg/dl, so the customer removed the insulin pump. The customer's blood glucose at the time of death was unknown; however the last recorded value was 129 mg/dl at 11mp the night prior to this phone call. The customer was not wearing the insulin pump at the time of death; he had been disconnected for approximately twenty four hours. The caller did not know if the customer used sensors. The customer was not wearing a sensor at the time of death. The caller stated that the spouse will return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker. The data analysis showed that the daily total of insulin was 34.750 units on (B)(6) 2015, 34.800 units on (B)(6) 2015, 34.800 on (B)(6) 2015, 34.800 units on (B)(6) 2015, 59.500 units on (B)(6) 2015, 34.800 units on (B)(6) 2015 and 72.00 units on (B)(6) 2015. 24.700 units of additional boluses were noted on (B)(6) 2015 and an empty reservoir alarm was noted on (B)(6) 2015.